Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alleging possible under delivery. Customer stated reservoir was leak at reservoir ring. Customer stated insulin smelling and insulin pump buzzing sound on and off. No harm requiring medical intervention was reported. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir (transfer guard and plunger not returned). Reconnected and using a new lab transfer guard and plunger; performed pre-fill reservoirs test. Found reservoirs no leakage and no air bubbles anomaly when removing the plunger. Also inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not occluded. (B)(4).